Event description:
The customer called in and requested a part ID for a processor board. There was no allegation of a product malfunction; however a product malfunction was indicated by the request of the parts ID processor board. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.